Manufacturer narrative:
The last calibrations performed on (B)(6) 2021 were ok and there were no alarms. Quality controls were within range, showing no indication of a reagent performance issue. Upon review of the alarm traces, no relevant alarms were observed. The investigation determined the issue was resolved by the customer's actions of recalibration. No further issues have occurred. Serial number continued: (B)(4).

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with a1c-3 tina-quant hemoglobin a1c gen.3. The specific testing date for each sample is not known. The samples were tested any time between 27-dec-2021 and 03-jan-2022. The samples were run and repeated on any one of four cobas pro c 503 systems, serial numbers (B)(4). The customer was asked, but did not know which analyzer was used for each measurement. The initial sample values were reported outside of the laboratory and questioned by providers. The samples were repeated and the results were the same. Controls were within range during this time. The test was recalibrated on each analyzer and controls were within range. The samples were then repeated again and results changed significantly. The repeat values were deemed correct. The first sample initially resulted in a hba1c value 7.4 % and when repeated after recalibration, the result was 6.2 %. The second sample initially resulted in a hba1c value 7.1 % and when repeated after recalibration, the result was 5.7 %. The third sample initially resulted in a hba1c value 6.6 % and when repeated after recalibration, the result was 5.6 %. On c 503 analyzer serial number (B)(4). Two different lot numbers of hba1c reagent were used on this system, lot 52794201 with an expiration date of 30-apr-2022 and lot 56219701 with an expiration date of 30-nov-2022. Calibrations with each lot were performed at the following times on this system: with lot 52794201 at 08:50 a.m. On (B)(6) 2021. With lot 56219701 at 7:48 a.m. On (B)(6) 2021. With lot 52794201 at 07:27 a.m. On (B)(6) 2021. With lot 56219701 at 07:28 a.m. On (B)(6) 2021. With lot 52794201 at 08:11 a.m. On (B)(6) 2021. On c 503 analyzer serial number (B)(4), hba1c reagent lot 53767101, with an expiration date of 30-jun-2022 was used. On c 503 analyzer serial number (B)(4), hba1c reagent lot 53767101, with an expiration date of 30-jun-2022 was used. On c 503 analyzer serial number (B)(4), hba1c reagent lot 52794201, with an expiration date of 30-apr-2022 was used.